Event description:
A customer reported a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer agreed to continue using the current pump until the replacement arrives and acknowledged all instructions provided by technical support.